Event description:
Customer reported defective locking mechanism causing needle stick with hcv source patient.

Manufacturer narrative:
Evaluation summary: this is the first complaint reported with regards to lot number 11d17. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality, which could be related to the reported event was found. Fifty retention samples were checked visually and no abnormality such as damage and/or molding defect on safety shields, which could be related to the reported event, was found. Fifty retention samples were tested for functional inspection (breakaway force, sustaining force or security force) and met specifications. Quality will continue to monitor on monthly trend reports.